Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va07d5g, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported a week and a half to two weeks prior to the report the patient had a CT scan of her lungs and did not turn the device off. It was noted that the patient had not been able to void on her own and had to catheterize. It was reported that the patient didn¿t have ¿the need to void.¿ the reporter stated that the device was checked the night prior and it was on and set on program #1 at 2.4 volts. It was reported that the device was turned up to 3.4 volts and the patient didn¿t feel anything. It was noted that before this, the patient would feel stimulation at 2.4 volts and 2.5 volts would be too much and uncomfortable. It was reported that stimulation would also ¿flutter on an off.¿ the reporter stated that the patient fell on the right side of her butt and broke some ribs in mid-(B)(6) and this was prior to the patient being hospitalized for pneumonia. It was noted that the patient had an appointment with the doctor and manufacturer representative on (B)(6) 2014. Additional information has been requested but was not available as of the date of this report.